Event description:
It was reported that during surgery, surgeon was opening the packages of the devices which were stuck together and caused contamination they decided to use new devices. Completed surgery without any delay.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The product box, implant stickers, outer and inner blisters, styrofoam, and shell were returned. The reported event was confirmed. Visual inspection of the returned indicated the inner tyvek lid was stuck to the outer tyvek lid. When the outer tyvek lid was peeled, the inner lid was peeled along with it. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo.

Event description:
It was reported that during surgery surgeon was opening the packages of the devices which were stuck together and caused contamination they decided to use new devices. Completed surgery without any delay.